Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection found no anomalies or damage in the appearance. No leak was observed on the actual device after having been rinsed and filled with saline solution in the blood pathway and pressurized. Subsequently, with couplers attached to the water ports, the water pathway was filled with water. With the water outlet side clamped, the actual sample was pressurized from the water inlet side and no leak was observed. The actual sample was built into a circuit with tubes and primed with saline solution in accordance with the IFU. It was able to be primed without difficulty. The saline solution was then circulated in it for 6 hours at the flow rate of 1.5l/min and 300mmhg of the pressure before the membrane. No leak occurred from either the housing or the water pathway. The circulation was then ceased. There was no back-flow in either the circuit or through the one-way valve. Inspection to the one-way valve revealed no anomaly which may relate to air entrainment. A review of the device history record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. The investigation verified that the actual sample did not have any inherent anomalies which would have contributed to the reported event. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product defect or malfunction. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported air bubbling in the capiox device. Follow up communication with the user facility confirmed the following information: when the circuit in the operative field and the circuit in the machinery field were connected, the prime contained inside the oxygenator flowed into the arterial side and the inside of the oxygenator was filled with air; the actual device was changed out to a new oxygenator to complete the procedure; and the amount of blood loss is unknown.